Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During procedure, the right ventricular lead was placed on the septum to attempt to capture conduction system however, was not getting the desired pacing effect. The lead was capped and replaced on 20 apr 2021. The patient was in stable condition.